Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Patient's spouse called to report patient "started feeling pain for several days", and exchange from textured to smooth implants due to the patients concern with the products. Healthcare provider reported exchange with no complaint against the device. Additionally,healthcare provider reported "pericapsular fluid present on right. Double capsule". Healthcare provider additionally reported "hemostasis was confirmed". The implant was intact". Cysts were also noted (not device related) and the capsule was sent to pathology. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Cyst - ndr: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device.

Event description:
Patient's husband reported right side "pain for several days," and "exchange from textured to smooth implant due to the patient's concern with the product." Healthcare professional later reported "exchange with no complaint against the device." Healthcare professional additionally reported "pericapsular fluid," and "double capsule." The device has been explanted and replaced.

Event description:
Patient's husband reported right side "pain for several days," and "exchange from textured to smooth implant due to the patient's concern with the product." Healthcare professional later reported "exchange with no complaint against the device." Healthcare professional additionally reported "pericapsular fluid," and "double capsule." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, pain, double capsule, seroma-late.